Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e006 is triggered due to an increased impedance between both electrodes. Possible causes are: increased number of deposits of tissue on the electrode. Increased contact resistances due to incorrectly or insufficiently plugged contacts at the working element or connection cable. (Defective contacts at the working element can be present when the generator is activated and the instruments are not correctly assembled. The error message might the be displayed at a later time.). Increased contact resistances due to defective contacts. The instrument is located in a gas bladder during activation. The measuring method of the esg-400 might have an impact on the conductivity. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
It was reported the device exhibited an error e006 during a therapeutic prostate resection procedure. According to the report , the error was intermittent. The user was able to complete the procedure with extended time. There was no impact, no injury to the patient due to the extension. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Additionally, multiple follow ups were made to gather additional information regarding the reported event , however were unsuccessful as no response is received. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.